Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI - (B)(4). Corrective action has been initiated by zimmer biomet (B)(4) and package supplier to address reported issue.

Event description:
It was reported that the inner sterile packaging of the bone cement was not fully sealed. No patient injury was reported as a result of the event.